Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no patient involvement, as customer was not using the pump for insulin therapy at the time of the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.